Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the issue but believed it to be due to the positive pressure regulator and replaced as a precaution. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h11. The failure analysis and testing dept. Received part with a reported unit failure of a loud noise during operation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the procedure. No loud noises or other failures confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital, event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the operating noise of cardiosave intra-aortic balloon pump (iabp) was loud. No harm occurred to patient.